Event description:
It was reported that during a routine follow-up visit, a lead dislodgement was observed. The patient is dependent. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.